Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One lead integrity alert triggered a patient alert for lead failure predictor on (B)(6) 2012 14:44:03. Oversensing was noted as two ventricular non sustained tachycardia episodes <=210 ms occurred on (B)(6) 2012 10:13:58 and (B)(6) 2012 14:44:02. Varying resistance/impedance was noted as the weekly pace impedance trend data show various spike increases for max ventricular pace bi impedance = 532 to 1121 ohms range between (B)(6) 2012.

Event description:
It was reported that the lead integrity alert was triggered due to high impedance and oversensing. The lead was capped and replaced. There were no reported patient complications as a result of this event.